Manufacturer narrative:
(B)(4). Date sent: 01/04/2018. Batch # unknown. Per photographic evaluation: two pictures were provided; first picture shows two cartridges with the cover separated from the base and with three clips loose. Second picture shows a cartridge on the upper side, and two cartridges with the cover separated from the base, with two clips loose one of them can be seen not form as intended. In order to avoid this kind of issue, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Based on the photos alone the event describe is confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that when the cartridge was dispensed onto the sterile field, one clip immediately fell out of the cartridge. When the clip applier was used to pick up a clip from the cartridge, one of the other clips from the cartridge fell out. It was the scrub nurse who is loading the clip applier, not the surgeon. The problem also occurs before the clip is in the jaws of the clip applier, so in their opinion the problem is not related to the clip applier. The case was completed using a like lt200 from a different batch x 5 clips from one cartridge without further incident. There were no patient consequences. No delay in surgery. The rep attended the case and observed. Name of procedure: thyroidectomy